Event description:
A malfunction was reported by the customer, indicating an issue with the pump as identified by malfunction code 199. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction recurred.